Event description:
It was reported that the patient was in the hospital with an unstable condition and some kind of shock from an acute illness. The right ventricular (rv) lead triggered a warning for an apparent polarity switch due to numerous low impedance measurements. Additional follow-up confirmed the patient was in septic shock due to multiple organ failure related to cancer. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-52 lead, implanted (B)(6) 2003. (B)(4).